Manufacturer narrative:
On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Three days prior to the receipt of this report, antibiotic therapy was discontinued and the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to poor environment/source of water. The same day as event onset, the patient was hospitalized for the event. Treatment was not reported. Dianeal therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available as the reporter has declined to provide further information.